Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during the patient's device change out as it did not appear to be in the apex of the right ventricle. The doctor chose to replace it as it was an old lead. Additional information received indicated that the compromised position of the rv lead was confirmed through an x-ray and that it didn't appear to be sensing or pacing. This lead is now out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.